Manufacturer narrative:
The clip was explanted and will not be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the patient presented with a left atrial mean pressure of 60, atrial fibrillation and was on a balloon pump. The mitraclip procedure to treat degenerative grade 4 mitral regurgitation (mr). During the procedure blood oxygen levels dropped to around 50%. The patient was placed on various drips to regulate blood pressure and heart rate. Per the physician, this was related to the patients pre-exiting conditions. The first clip delivery system (cds) (90409u363) was advanced to the mitral valve, grasping was difficult due to difficult visualization of the leaflets. The leaflets were eventually grasped, and the clip was deployed. To further reduce mr, a second clip (90605u122) was advanced, it was noted that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr returned to a grade of 4. A chordae rupture was noted, it is not certain if was pre-existing. The second clip was continued to be positioned, in an attempt to stabilize the slda clip. Grasping was difficult, leaflet insertion was successful; however, the clip drifted too lateral. The clip was inverted and pulled into the left atrium to reposition the clip more medial. The angle of the clip compared with the mandrel and shaft was 90 degrees and the clip was unable to close. The clip detached from the delivery catheter, while remaining on the gripper line and lock line. The clip was retracted close to the tip of the steerable guide catheter. The devices were surgically removed and mitral valve replacement was performed. Immediately after surgery, the patients kidneys were not functioning well, but, per the physician function improved. Additionally, per the physician, this was related to the surgical procedure and unrelated to the mitraclip or mitraclip procedure. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effects of tissue damage (mitral valve injury) and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for single leaflet device attachment/slda and tissue damage could not be determined. However, slda resulted in the unchanged mitral regurgitation (mr). The reported difficulty or delayed positioning was due to challenging visualization and poor image resolution was due to procedural circumstances/operational context. There is no indication of product quality issue with respect to manufacture, design or labeling.